Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as under electrodes, skin is irritated, in one area skin is bit open. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an ointment, and the nurse applied a bandage for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as under electrodes, skin is irritated, in one area skin is bit open. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an ointment, and the nurse applied a bandage for the skin irritation. Follow up indicated that the skin irritation improved.